Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3, h6: investigation summary background: it was reported that on an unknown date, the collinear reduction clamp sliding mechanism was being used in surgery and broke. Grabbed another collinear clamp and used it. It is unknown if there was surgical delay. Procedure outcome was unknown. Patient was not affected this complaint involves one (1) device. Investigation flow: damage. Visual inspection: the sliding mechanism (p/n: 314.291, lot #: 13-6606) was returned and received at us cq. Upon visual inspection, it was observed that the handle of the device was broken and the broken fragments were returned. No other issues were identified with the returned components of the device. Service & repair evaluation: the customer reported the collinear reduction clamp sliding mechanism was being used in surgery and broke. The repair technician reported the device handle was broken. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the sliding mechanism (p/n: 314.291, lot #: 13-6606). There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot: part: 314.291; lot: 13-6606; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: 23.sep.2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the collinear reduction clamp sliding mechanism was being used in surgery and broke. Grabbed another collinear clamp and used it. It is unknown if there was surgical delay. Procedure outcome was unknown. Patient was not affected. This complaint involves one (1) sliding mechanism. This is 1 of 1 for report (B)(4).